Manufacturer narrative:
The report of a spark and loss of power was confirmed. A visual inspection of the pcu identified thermal damage / contamination within the ac power cord socket (see appendix 1 & 2). The ac power cord was removed, and continuity testing identified open circuits between the power cord plug and socket for both the earth (green / yellow) and live (brown) wires. The power cord socket was dissected, and both the earth and live cables were broken, and the neutral wire (blue) had a prominent twist. A visual inspection of the inner wire strands of the earth and live cables identified thermal / electrical damage / erosion at their broken ends. A review of the pcu event log identified a period of infusions between 20-dec-2018 12:30:03 and 22:57:18 (see appendix 6) which correspond with the provided feedback. The event log identified that the ac power was removed on 20-dec-2018 22:37:38 and the status of each pumping module was: pump module 13076430: infusing noradrenaline . Stand 4mg/66ml at 2.0ml/h. Pump module 13075574:channel off. Pump module 13077116: infusing anaes - gtn 50mg/83ml at 2.0ml/h the ac power was reconnected on 20-dec-2019 22:47:20 and removed at 22:50:04 at the status of each pumping module was: pump module 13076430: infusing noradrenaline . Stand 4mg/66ml at 3.0ml/h. Pump module 13075574: channel off. Pump module 13077116: infusing anaes - gtn 50mg/83ml at 2.0ml/h the root cause of the customer's report was a short circuit within the power cord.

Event description:
The reported feedback suggests that there was a spark and loss of power.

Manufacturer narrative:
Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was a spark and loss of power. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.